Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing, the device was confirmed to have a faulty lcd display, resulting in anomalous lines across the display. The display was swapped out, the unit functioned as designed. A svc history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that there were bad colors on the display and there is some lines on the screen but the device is working. No pt involvement.